Manufacturer narrative:
It was reported that the ventilator was not working properly. According to information by our field service engineer, there was no problem with the ventilator. The pre-use check passed and the machine was handed over in good working condition. The device logs were not provided and no further issues have been reported after the reported event. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator was not working properly. There was no patient harm. Manufacturer's ref. #: (B)(4).